Event description:
It was reported that the patient underwent spinal cord stimulation (scs) explant procedure due to an unknown reason. Unable to return products as this did not occur locally and local representatives were not involved in explant. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 4 years ago prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6). Batch: 20903783 UDI: (B)(4). Sc-1200 (sn (B)(6). Sc-8216-50 (sn (B)(6). Investigation result: the device was not returned for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient underwent spinal cord stimulation (scs) explant procedure due to an unknown reason. Unable to return products as this did not occur locally and local representatives were not involved in explant. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 4 years ago prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 20903783, UDI: (B)(4).